Manufacturer narrative:
The customer contacted siemens customer care center (ccc) about a falsely elevated sodium result on a patient sample on the dimension exl system. Siemens headquarters support center (hsc) concluded their evaluation of the instrument data logs and the information provided. There were no instrument issues observed in the data logs. The data logs show that both standard a and sample diluent were changed right before the patient sample was processed. There was a successful calibration and quality control was processed before and after the patient sample. Qc for sodium was in range each time. The customer is using a stat spin and spinning sample for 3 minutes. Stat spins are not recommended by the sample tube vendor. The cause of the falsely elevated sodium result is unknown. No product non-conformances have been identified. The device is operating according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated sodium (na) result was obtained on a patient plasma sample on the dimension exl with lm system. The result was not reported to the physician. The same sample was repeated on the same system and a lower result was obtained. A corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.